Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that channel error 351.6660.0 (syringe motor watchdog failure) was observed during an infusion. There was patient impact, but the customer was unable to provide additional information.

Event description:
It was reported that channel error 351.6660.0 (syringe plunger position failure) was observed during an infusion. Per a note attached to the device upon receipt, the syringe pump message was "needs re-calibrated" before abruptly shutting off. There was un specified patient impact, however the customer was unable to provide additional information.

Manufacturer narrative:
The patient was an infant. The customer¿s stated issue of error code 351.6660 was confirmed through a review of the device logs; however, the error was not replicated during testing. The log review confirmed error code 351.6660 occurred on 10jan2019 at 12:22 pm. Functional testing consisting of back pressure infusion testing and plunger force accuracy performed on the source syringe module found the device operating in specification. Results from the worn split nut test method, consisting of back pressure infusion testing and a plunger force accuracy test performed on the source syringe module found the device operating in specification. The source syringe module did not exhibit any anomalies or errors during testing. During the internal inspection process, signs of thread wear was discovered on the split nuts is suspected to have attributed to the reported complaint. The proximate cause of the customer¿s reported incident that error code was 351.6660.0 is believed to be the result of a worn split nut.

Event description:
It was reported that channel error 351.6660.0 (syringe plunger position failure) was observed during an infusion. Per a note attached to the device upon receipt, the syringe pump message was "needs re-calibrated" before abruptly shutting off. There was unspecified patient impact, however although requested, the customer was unable to provide additional information.

Manufacturer narrative:
Additional information added to: b3 ; g4 02/05/2020 and h10: additional information to the investigation conclusion: log analysis results: results from a review of the pcu error log shows a malfunction on (B)(6) 2019 at 12:22:01 pm. A guardrails infusion was started on (B)(6) 2019 at 5:47:56 am with the following settings: drug ID = 187 (epinephrine), syringe selected: bd 50 ml, syringe volume: 55.0857 ml, dose: 0.02 mcg/kg/min, patient weight: 9.6 kg, vtbi: 5 ml, conc: 30 mcg/ml, calculated rate: 0.384 ml/h, pvi = 9.1319 ml. The dose was titrated for the duration of the infusion until a channel disconnect occurred on (B)(6) 2019 at 12:03:32 pm, then at 12:03:38 pm the previous infusion was restored. The dose was titrated again on (B)(6) 2019 at 12:14:06 pm, the dose was changed to 0.24 mcg/kg/min and the rate was recalculated to 4.608 ml/h with a vtbi of 32.4886 ml. Then on the same day, approximately 8 minutes later at 12:22:02 pm the syringe alarmed with ¿calibrate syringe required¿ and error code 351.6660 was recorded in the device logs. The pvi was last reported at the time of the alarm with 81.766 ml infused. Device history review: review of the spm sn: (B)(6) service history record showed the device had a manufacture date of 16dec2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 24feb2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.